Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 368 mg/dl. The customer's mother stated that they treated the high blood glucose with the pump but the pump states that there was no delivery. The customer was transferred to the help line where they were assisted with trouble shooting the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.